Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant, the right atrial (ra) lead exhibited intermittent under-sensing and the right ventricular (rv) lead exhibited intermittent loss of capture. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.